Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal left circumflex artery (lcx) with heavy calcification, moderate tortuosity and 99% stenosis. The mini trek ii otw 1.20 x 6mm balloon was used for pre-dilatation, but the balloon ruptured during the first inflation to 3 atmospheres after 10 seconds. A new trek and non-abbott balloon were used to continue the procedure. Ultimately, a xience stent was deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.